Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third party service provider contacted ventec to report that their device had low exhaled tidal volume (vte) levels. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of the device's exhaled tidal volume (vte) levels being low could no longer be duplicated or confirmed. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined. H3 other text : serviced by asp.